Manufacturer narrative:
(B)(4). It was determined after performing the annual preventive maintenance, that the additional fresh gas outlet (afgo) valve failed the leakage sub-test during the system check-out tests. Leakage troubleshooting/checking revealed that the afgo control valve was not operating properly. The customer performed the replacement and completed the service. No further actions were taken by the maquet service representative. Despite several requests for the replaced part, it was not returned. The received device logs confirmed the failure of the afgo leakage sub-test, but without the actual afgo valve to investigate, we are unable to determine the true cause for the reported event.

Event description:
(B)(4). This supplemental MDR is being created for a previously received initial MDR with manufacturer report # 8010042-2015-00311. The original date of this report for the previously received initial MDR is (B)(4) 2015. (B)(4).

Event description:
It was reported that the add'l fresh gas outlet valve leakage test failed. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.